Manufacturer narrative:
This report filed january 11th, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted due to an infection. Reimplantation is planned but had not taken place at the time of this report (B)(6) 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to an unknown reason.